Event description:
It is reported that the pt underwent a closed reduction due to dislocation.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.